Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. There was no impact to the customer's blood glucose (bg) level due to the reported event. Additionally, the customer experienced a bg level of 61 mg/dl earlier in the day. Reportedly, the suspected cause of the low bgs was due to the customer over delivering a bolus for lunch. The customer consumed juice to treat bg level. It was confirmed that the customer had a back up pump available as backup therapy, and was recommended to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Bolus delivery issue- no failure identified.